Manufacturer narrative:
(B)(4). Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, minor scratches on display window and no crack on display window noted. No moisture damage on electronics and motor assembly noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was low 200's under 250 mg/dl. The customer states that there is a crack on screen and feels water may have gotten in and drained the battery. Troubleshooting was performed for damage and noticed couple of scratches and crack from corner where reservoir thing is towards bottom where it says paradigm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.